Manufacturer narrative:
The subject device was received and evaluated. Device evaluation confirmed the reported issue of no output (abnormal output/flashing display), error 400 ref 26 due to broken pkrf board. In addition, the generator would not function as intended when the foot petal was pressed. It was also found that there are multiple minor scratches along the housing cover. There is a missing d cover, and a missing leg from this device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause is unable to be determined for this complaint. It was concluded that the error 400 ref 26 was due to a faulty pkrf board, however, there is no sufficient evidence to derive any root cause for the pkrf being faulty. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
Customer reported with an issue of no output (abnormal output/flashing display). According to the report, the lead nurse checked and verified that the unit was hooked up correctly with saline at the tip. The log files were checked and the error e400-26 check irrigant / electrode message, came up six (6) times. The reported problem occurred at preparation for use. There was no patient harm, no user injury reported due to the event. Device evaluation found an error 400 ref 26 , no output due to faulty pkrf board (circuit board). This report is being submitted due to the finding of faulty pkrf board (electrical component failure) causing error 400 ref 26 .